Manufacturer narrative:
A medtronic representative evaluated the system and confirmed that the axiem and emitter had green status in the emitter details. She also checked the em interface and confirmed that the coils were functioning normally. She noted that the emitter had been placed very close to patient's forehead and thought the inability to navigate could have been due to poor emitter placement. A full system checkout was successfully completed, with all checks passing. The system is now fully functional.

Event description:
A medtronic representative was notified that during a fess case, the surgeon completed registration and then continued on the case without the use of navigation. When the surgeon came back to navigation, he was unable to do so. There was a reported delay to the procedure of less than 1 hour due to this issue. Procedure was completed without the use of navigation, with no adverse effect on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon was able to do part of the procedure using navigation, but the surgeon paused for something and was unable to continue navigating when attempting to come back to the navigation system back. The medtronic representative was unable to confirm whether the surgeon was able to navigate an instrument into the sinus cavity prior to aborting navigation. It is not believed that an incision was required for this particular functional endoscopic sinus surgery (fess) procedure. No further details were provided. The instructions for use (IFU) that accompanies the device provides guidance for proper emitter placement.